Event description:
Pt called alleging that the meter has intermittent power. Pt was experiencing symptoms. Pt contacted their md for medical advice. Customer service checked the batteries and was unable to resolve the issue.